Event description:
Instrument got stuck in pt, causing a 1-hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.